Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09ul8, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2010, product type lead; product ID 9013l0331, lot # unknown, implanted: (B)(6) 2010, product type; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was broken/fractured. Impedance testing was performed but no results were reported. The lead was then explanted and replaced. There were no reported patient symptoms or complications associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned to neurostimulator model 3023 serial # (B)(4) showed no significant anomalies. Analysis of the returned lead model 3889-28 lot # va09ul8 showed that all the conductors were broken at or near the tines 5.1 cm from the distal end. The body of the insulation was cut through and the lead was segmented. All the circuits were open and no shorts were seen between circuits. Good, stable output was seen when the cut lead was connected to the ins on electrode pairs as received. Analysis of the returned extension model 3095-10 serial # (B)(4) showed no anomalies.

Event description:
Additional information reported that the cause of the lead break was not known. It was confirmed that the lead component was replaced and that the patient was doing 'just fine'. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.